Event description:
On (B)(6) 2020, a 24mm ampalzter muscular vsd occluder was selected for implant. During device deployment, the waist of the device did not deployed properly and a cobra form was noted. The physician attempted to retrieve and redeploy four to five times. The device was removed from the patient and exchanged with another 24mm muscular vsd (lot #7087358). The device was successfully implanted. No patient consequences was reported.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.